Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. Unable to verify the alarm due to constant motor error alarm during rewind. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. Unable to verify the alarm due to constant motor error alarm during rewind.